Event description:
The facility alleged there is not an audible alarm for the bed exit when the bed exit system is turned on and no one is in the bed.

Manufacturer narrative:
The facility replaced the bed exit tape switches to repair the bed.